Event description:
An amniodarone bolus was infusing via the care fusion IV tubing. The nurse noticed the patient's condition deteriorating. Assessment by the nurse found that the amniodarone had leaked onto the floor through a crack in the tubing. The location of the crack was noted "in the blue portion where it snaps into the IV pump."